Event description:
During a postoperative visit, a radiograph indicated the cage had migrated posteriorly. The patient reported back pain. A revision surgery was performed on (B)(6) 2022.

Manufacturer narrative:
A radiograph was provided which confirmed the event. Visual inspection of the cage found it is full of bone graft and fully closed indicating the surgeon was able to collapse the cage in-situ during the removal process. After removing some of the bone graft material that was dried within the construct there seemed to be no issues that were present. The cage was able to be expanded and functioned as intended. There was sufficient torsional resistance during the expansion process and all the drive screw anti-collapse tines were in place. The root cause is likely a result of the placement of the interbody into the disc space by the user. Labeling review: "warnings/cautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudarthrosis (i.e., non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury; precautions:additional care should be taken to ensure a thorough discectomy is completed in order to correctly size, place, and expand the device. An incomplete discectomy may result in difficulty to fully deploy and place the device in its intended position..;possible adverse effects:possible adverse effects include: 1. Initial or delayed loosening, bending, dislocation, and/or breakage of device components...7. Subsidence of the device into the vertebral body."